Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred. Reportedly, the cartridge had been filled with 250 units of insulin. A cartridge change was performed to address the issue. Customer's blood glucose level was between 289 and 424 mg/dl.